Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient received inappropriate atp and high voltage therapy due to diagnosing supraventricular tachycardia as ventricular tachycardia. All lead measurements were stable and in- range and the noise was not reproducible with isometrics test in clinic. The device was reprogrammed. The patient was doing fine and was given medications.